Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 54.0cm was returned for analysis. Internal insulation abrasion was noted at 6.3-6.5cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted at 5.5-5.6cm, 5.7-5.8cm, and 5.9-6.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed on the rv lead. The patient had received inappropriate high voltage therapy due to noise. Lead was explanted and replaced. Patient was in stable condition post-procedure.